Event description:
Caller sates the lancet does not retract into the softclix plus lancet device. No adverse event reported. Requested return of suspect device, however caller states device is unavailable for return.